Event description:
Drive devilbiss healthcare was notified of an incident involving a transport chair by an end user's daughter, who stated that "the frame broke and [the end user] fell and hit her head." The end user was reportedly taken to the emergency room, but no additional details were provided regarding the details of her medical treatment. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.